Event description:
It was reported that the ventilator did not operate on, or transition to battery power. The issue occurred during set up, with no delay noted. The customer troubleshot with technical support. The customer reported that the batteries were replaced on (B)(6) of 2021. After switching the battery the customer noted that the battery % displays "0" instead of indicating that the battery is fully charged as it should have been. The customer was advised to replace the power management (pm) board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The replaced battery was returned to the manufacturer for internal component analysis. It was determined that the received part is not a philips v60 battery and therefore, no further component analysis was required. Based upon this information, it has been concluded that the reported issue was caused by the use of a non-philips battery. There was no confirmed malfunction of the v60 device.

Manufacturer narrative:
Upon a follow up the customer reported that there were no error codes, the unit powered off when unplugged from ac power. The customer replaced the power management board however once the battery was replaced the issue was addressed.